Event description:
After drawing blood from a pt's cannula, phlebotomist was filling a tube by syringe. The phlebotomist claims the needle would not come out and pulled harder on the syringe to remove the needle from the stopper. At that time, the phlebotomist claims that they were stuck by the syringe needle as it was removed from the tube stopper. No samples available for analysis. Lot number unknown.